Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist was not able to successfully install the dental implant, so he decided to remove it and perform a bone graft instead.